Event description:
It was reported that a piece of 30mm insert, model a0c01, fell into the pt during surgery and was not retrieved.

Event description:
It was reported that a piece of 30mm insert, model a0c01, fell into the pt during surgery and was not retrieved.